Event description:
It was reported that during use 2 of the bd venflon¿ pro safety bd vialon¿the injection valves leaked. Testing was repeated with double exposure of the patient to ionizing radiation. This is the 1st of 3 patients. The following information was provided by the initial reporter, translated from italian to english: "incidents occurred during CT procedure on 2 patients. In all cases, during injection with the iomeral 350 mdc injector at 6 ml/sec, the venflon injection valve leaked, making it impossible to perform the procedure. Two venflon were placed in the first patient, both of which caused the same problem. Two other cases occurred on the same day in two different patients". The defect occurred 4 times, during use. No serious injury. "Erroneous" results: yes -repeated procedure with double exposure of the patient to ionising radiation. No exposure to blood/bodily fluid, no medical int. Other than first aid, no needle/probe stick. Safety issue: repetition of procedure. Other actions taken: sanitisation of the CT scan couch and delays in subsequent examinations. Event date 27th june.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-aug-2023. H6: investigation summary our quality engineer inspected the 9 representative samples from batch 2329774 submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or damages on the samples. All samples went through our internal leakage testing and all samples passed with no leakage. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that during use 2 of the bd venflon¿ pro safety bd vialon¿the injection valves leaked. Testing was repeated with double exposure of the patient to ionizing radiation. This is the 1st of 3 patients. The following information was provided by the initial reporter, translated from italian to english: "incidents occurred during CT procedure on 2 patients. In all cases, during injection with the iomeral 350 mdc injector at 6 ml/sec, the venflon injection valve leaked, making it impossible to perform the procedure. Two venflon were placed in the first patient, both of which caused the same problem. Two other cases occurred on the same day in two different patients" the defect occurred 4 times, during use. No serious injury. Erroneus results: yes -repeated procedure with double exposure of the patient to ionising radiation. No exposure to blood/bodily fluid, no medical int. Other than first aid, no needle/probe stick. Safety issue: repetition of procedure other actions taken: sanitisation of the CT scan couch and delays in subsequent examinations. Event date 27th june.

Manufacturer narrative:
Correction: h6: imdrf annex a grid: a0504. H6: imdrf annex b grid: b03.

Event description:
It was reported that during use 2 of the bd venflon¿ pro safety bd vialon¿the injection valves leaked. Testing was repeated with double exposure of the patient to ionizing radiation. This is the 1st of 3 patients. The following information was provided by the initial reporter, translated from italian to english: "incidents occurred during CT procedure on 2 patients. In all cases, during injection with the iomeral 350 mdc injector at 6 ml/sec, the venflon injection valve leaked, making it impossible to perform the procedure. Two venflon were placed in the first patient, both of which caused the same problem. Two other cases occurred on the same day in two different patients" the defect occurred 4 times, during use. No serious injury. Erroneus results: yes -repeated procedure with double exposure of the patient to ionising radiation no exposure to blood/bodily fluid, no medical int. Other than first aid, no needle/probe stick. Safety issue: repetition of procedure other actions taken: sanitisation of the CT scan couch and delays in subsequent examinations. Event date 27th june.